Manufacturer narrative:
The reported event of no ble telemetry was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis performed found no anomaly, the device was able to be interrogated successfully via bluetooth.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The ICD was not used. There was no patient involved.